Manufacturer narrative:
Visual inspection of the returned dome impaction adapter confirms that a small portion near the attachment feature of the device fractured off. It was also noted that there are gouges and stains on the surface of the adapter. Dimensions were found conforming to print specifications where measured. Review of the device history record did not find any deviations or anomalies. The device was manufactured on mar 10, 2010 and therefore has a potential field age of more than 5 years and 8 months. The number of times the device was used is unknown. This device is used for treatment. Product history search revealed no additional complaints against the related part and lot combination. These devices have had a design improvement to the connection feature to prevent this failure mode. The design change eliminates the straight edge undercut stress riser of the connection feature by adding a full radius undercut. The new design demonstrates an improvement in mean time to failure performance over the previous design when tested at elevated impaction loads. The returned device is pre-design change product. This issue is likely due to a previously addressed design change.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a.(B)(4). This report will be amended when our investigation is complete.

Event description:
The impactor broke after surgery when the scrub technician was disassembling.